Manufacturer narrative:
Incident summary: the customer reported that the ay input unit connected to the bedside monitor (bsm) was not taking blood pressure and electrocardiogram (ECG) readings while it was hooked up to a patient. No patient harm or injury was reported. Investigation summary: the complaint device was received by nihon kohden. The unit was evaluated and the complaint could not be duplicated. No visible damage or fluid intrusion found. The unit passed all functional tests. A definitive root cause could not be determined since we could not duplicate the complaint during evaluation. Possible causes may include user error with device set-up such as incomplete connection of the nibp and ECG cables, incomplete connection of the input unit, or use of damaged or third-party accessories not specified for use with the nihon kohden device. Review of the complaint device's serial number shows 1 previous similar complaint in which the nibp issue could not be duplicated during evaluation.

Event description:
The customer reported that the ay input unit connected to the bedside monitor (bsm) was not taking blood pressure and electrocardiogram (ECG) readings while it was hooked up to a patient. No patient harm or injury was reported.

Manufacturer narrative:
The customer reported that the ay input unit connected to the bedside monitor (bsm) was not taking blood pressure and electrocardiogram (ECG) readings while it was hooked up to a patient. No patient harm or injury was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: d10 concomitant medical device: the following device(s) were used in conjunction with the ay input unit: bsm: model #: mu-631ra serial #: (B)(6). Device manufacturer data: 08/07/2020 unique identifier (UDI) #: (B)(4). Returned to nihon kohden: na.

Event description:
The customer reported that the ay input unit connected to the bedside monitor (bsm) was not taking blood pressure and electrocardiogram (ECG) readings while it was hooked up to a patient. No patient harm or injury was reported.